Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in basic evaluation. It was reported that patient was concerned her lead disconnected. The lead had been connected again and it was working fine now. Patient stated she felt stim in vagina when stim was at 1.9v. The stim was now at 1.5 and she felt stim on butt cheeks. A day later, patient further reported that stim moved yesterday and her husband assisted with placing the lead back in place for patient. Patient stated the leads were still in place today and stim was back up to 1.9 there were no further complications that have been reported as a result of this event.